Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they could not access the main menu on the g5 application on (B)(6) 2016. Patient stated that it was greyed but there were no error icons and she was still getting readings. No injury or medical intervention was reported.